Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device delayed to discharge.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, impedance testing, defib cycle testing and cardioversion testing without duplicating the reported malfunction. The device was recertified and returned to the customer. The activity logs were not available for review. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.